Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector at remote frequency board. After replacement of component. The insulin pump passed self-test. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned an error alarm. Blood glucose level was not provided. No further information was provided.